Manufacturer narrative:
Product complaint (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Date 06/03/2024 what date did the oozing occur on? No confirm date is mentioned was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. N0. If medication was required, please clarify if it was prescription strength. Rx :- t. R-cinez - for 3 month t. Dalacin c 300 mg 21 dyas t. Pptroy - 6 month t aztor asp 75 mg 6 month oxum spray -1 dressings what is the most current patient status? Wound recovery started , was prineo / dermabond or skin adhesive used on the patient in a previous surgery or wound closure? First time used in surgery (date - on (B)(6) 2024) additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Were any cultures taken? Results? Were there any patient stress factors that led to the opening of the wound or pulling out of the tissue (fall)? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on (B)(6) 2024 and topical skin adhesive was used. After procedure patient suffered with oozing at operative sight. Medication was prescribed/ additional information has been requested.